Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 1 mg/ml; 0.0728 via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported that on the date of pump implant ((B)(6) 2017) the physician contacted the representative and stated that the patient had to go to the emergency room but indicated it was not pump related. The physician mentioned the priming bolus was done correctly and they were still trying to determine exactly what happened to the patient. On (B)(6) 2018 the physician left the representative a voicemail stating the patient was taken to the emergency room on the date of pump implant and was administered narcan. The physician believed there was a possibility that an overdose occurred from the priming bolus. It was suspected that too much drug might have been given during the priming bolus. It was still unclear what happened to the patient. The issue was resolved. Patient status at time of this report was alive - no injury. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump was helping the patient some and they were working to titrate the dose. The next appointment was (B)(6) 2018.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8870, serial#: (B)(4), product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The software card that was used was the latest version that reflects a 0.140 pump tubing volume. The programming on the pump was correct and the physician did not know what happened to the patient.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8840 serial# (B)(4) product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative providing the serial number of the clinician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump was removed. It was reported that the pump was operating normally but that the patient was not getting adequate pain relief. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID 8840, serial# (B)(6), product type: programmer, physician; product ID 8870, serial# (B)(6), product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2020. They stated, ¿as I mentioned in my initial report the patient did not get adequate pain relief from the pump. The pump and catheter were working properly.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8840, serial# (B)(4). Product type programmer, physician product ID 8870, serial# (B)(4). Product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative on (B)(6) 2018 indicated that shortly after implant of an infusion pump, the patient was in need of resuscitation. The patient's husband suspected an overdose of the infused drug (dilaudid), and the patient was treated with narcan. It was noted that the patient recovered and the pump was operating as intended since the event. It was noted the procedure occurred close to the start of 2018. No further complication were reported.